Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to reset the pump, which successfully resolved the issue, allowing them to start their sensor session without further errors.